Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent per service manual operational and diagnostic analysis confirmed communication issues (device not found alert screen) the handpiece receptacle was replaced as identified in the investigation to address the communication issues. Upgraded software per service bulletin. Earthground top nut was missing, but didn't cause any issues, and was unrelated to the complaint. Replaced missing earthground top nut. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational.

Event description:
It was reported that the generator would not identify any device attached to it before an unknown case. The case was completed with a second generator. No patient consequence.